Event description:
Two patients with discrepant calcium results. Patient 1, initial result 7.0 mg/dl, repeated twice giving 8.0 and7.8 mg/dl. Patient 2, initial result 7.6 mg/dl, repeated twice giving 8.9 and 8.7 mg/dl. The initial results were not reported. The field service representative was unable to determine root cause but noted the pump was changed and a washing of the rinse mechanism was performed.